Manufacturer narrative:
One device was returned for evaluation. An unidentified foreign object was found inside the fluid path of the syringe included in the kit. The complaint is confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of received product. The device was not sent to a user facility.